Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak between the tubing and drip chamber outlet port was identified. Visual inspection of the leak location revealed an incomplete tubing bond. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary set leaked from the tubing below the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.